Event description:
It was reported after puncture of the internal jugular vein, the seldinger wire was inserted and the needle retracted and removed. The dilator could not be threaded on. The patient was punctured again and a replacement guidewire was used. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer provided two photos for analysis. The customer also returned a spring wire guide and dilator for analysis. Visual exami nation revealed that there was a bend and kink at the proximal end of the guide wire and another bend towards the distal j-bend. Microscopic examination revealed that the kink at the proximal end of the guide wire was due to offset coils. The distal weld was full and spherical; however, the proximal weld was deformed. The appearance of the deformed weld looks consistent with a welding issue. There were no signs of defects or anomalies on the dilator. However, the returned dilator does not match the specifications of the one that belongs in the reported cvc kit. The length of the guide wire measured 686mm which was within the specification limits of 679mm-687mm as per product drawing. The kink caused by offset coils measured 3mm from the proximal tip. The bends were approximately 10mm and 655mm from the distal tip of the guide wire. The outer diameter of the guide wire measured 0.797mm which was within the specification limits of 0.788mm-0.826mm as per product drawing. The outer diameter of the deformed weld was greater than the outer diameter of the wire which caused resistance. The inner diameter of the dilator tip measured 0.9144mm, which was within specifications 0.91mm-0.97mm as per product drawing. The inner diameter of the dilator at the proximal end measured 1.1176mm, which was not within specifications 1.60-1.70mm as per product extrusion drawing. The outer diameter of the dilator measured 2.57mm which was not within specifications 2.82mm-2.87mm as per product extrusion drawing. Functional testing was performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The guide wire met resistance when advanced through the dilator. The guide wire was unable to pass through the dilator due to resistance. The sample was shipped to the manufacturing and packaging sites. It was confirmed there was a manufacturing issue with the deformed weld. It was also determined that the returned dilator is not the same dilator packaged within the reported finished good. The returned dilator did not match the specifications of the dilator that should be in the reported cvc kit. It cannot be determined whether the returned dilator is a teleflex device. A device history record review was performed on the reported batch, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause com ponent damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. There was a bend and kink at the proximal end of the guide wire and another bend towards the distal j-bend. The returned guide wire body met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. However, the proximal weld was deformed, and manufacturing engineering confirmed that the defect is manufacturing related. The od of the deformed weld was greater than the outer daimeter of the guide wire which may have led to resistance encountered by the customer during insertion through the returned dilator resulting in component damage. Based on these circumstances, manufacturing caused or contributed to the damage observed. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported after puncture of the internal jugular vein, the seldinger wire was inserted and the needle retracted and removed. The dilator could not be threaded on. The patient was punctured again and a replacement guidewire was used. No patient harm was reported. The patient's condition is reported as fine.